Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal filament in the jaws was angled off of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal filament in the jaws was angled off of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool jaws. There was slight evidence of charred tissue observed on the jaws. The silicone insulation on the jaws appeared intact with no signs of cracks nor delamination. Microscopic inspection showed the heater wire to be flexed away but remained attached to the tip and base of the hot jaw. Based on the returned condition of the device and the results of the evaluation, the reported failure "material twisted/bent" was confirmed. Specific actions for the reported failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal filament in the jaws was angled off of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.